Manufacturer narrative:
(B)(4). (Flu like symptoms). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported pump was replaced due to motor stall. Pt experienced severe, flu-like symptoms (B)(6) 2010 as well as a return of pain symptoms. Pt was not treated at a hosp for his illness. Pt was ill for a couple of days and then saw hcp on (B)(6) 2010, which was when the motor stall was discovered. No alarm was reported or heard by the pt until the next day in the evening. The pump contained hydromorphone 9.195 mg/day and bupivicaine 9.195 mg/day. It was noted estimated replacement indicator (eri) was 58 months. Telemetry strips indicated motor stall occurred on (B)(6) 2010. The stopped pump period may exceed tube set message occurred (B)(6) 2010. Pt recovered with sequela. Additional info was requested and will be provided when available.